Event description:
It was reported that distal misdrilling occurred during surgery.

Manufacturer narrative:
Evaluation summary: evaluation revealed the target device as primary product. The following associated products were reported und passed the functional test: speedlock sleeve, 2x nail holding screw, tissue protection sleeve, drill sleeve and trocar, long. Appearance of item and inspection records identified the target device returned being of new design version. Deviations in the inspection documents were not found. A check of the function on 100% of the devices (sub supplier) and additional in house spot check of the lot in question revealed function was given in full on the devices at the stage of delivery. The item returned was documented as faultless prior to distribution and as it had been in use for a longer time (approximately 3 3/4 years) we presuppose that this target device had fulfilled its tasks in former surgeries as intended. The returned target device passed the preoperative function test as intended. Neither a proximal mistargeting nor a distal mistargeting could be confirmed. Potentially reduced accuracy in guidance is usually found during functional check (required per IFU). In case of any deviation, it is realized prior to use. Pre-supposing that targeting accuracy for drilling was confirmed by preoperative check it was concluded that the event(s) were mainly based in the intra operative procedure. Reasons for misaligned drilling are various. Regarding misdrilling the operative technique has already been modified. Although a real root cause could not be determined the alleged event is most likely caused due to a sub optimal intra operative procedure.